Event description:
Information received indicates when the brake is applied, the bed would still roll.

Manufacturer narrative:
The technician found the caster locking mechanism was worn. The technician replaced all of the casters to repair the bed.